Event description:
After the surgeon had inserted the malyugin ring she noticed it was mis-shaped and unable to be stabilised on the iris. Two scrolls, the distal and one of the lateral scrolls were sitting on the iris but she wasn't able to engage the other scrolls. Most scrolls looked misshaped and one of the struts also seems to be bend. The scrolls are bigger than usual and created friction on the iris which resulted in chafing of the iris, leaving the patient with two permanent holes in his iris. The surgeon had to do a risk assessment and explain the complications to the patient. The surgeon also raised the concern that the bend strut might have tented up so high that it could have caused damages to the corneal endothelium. When the surgeon wanted to remove the malyugin ring, the retractor didn't 'hook' onto the malyugin ring and the ring had to be removed using kellman forceps. We have asked the surgeon to provide her point of view again in an email. Received email communication - that the patient is doing well after the surgery.